Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a loose stopper was found before use with a ultrasafe plus x100l pr green ccl amg. The following information was provided by the initial reporter, "the complainant reported that he took the syringe out then the plunger came off with medication leakage out everywhere."

Event description:
It was reported that a loose stopper was found before use with a ultrasafe plus x100l pr green ccl amg. The following information was provided by the initial reporter, "the complainant reported that he took the syringe out then the plunger came off with medication leakage out everywhere."

Manufacturer narrative:
H.6. Investigation: based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer but not correlate this symptom with a potential cause linked to bd process. A full root cause analysis could not be conducted with the available information and is closed without a conclusion. Until samples are available no further investigation will be carried out.